Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported clip actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Functional testing confirmed that the clip functioned as intended with no clip actuation issues observed. The investigation was unable to determine a conclusive cause for the clip actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for the jumping clip during preparation. It was reported that towards the end of the clip delivery system (cds) preparation, right after testing the lock and establishing final arm angle, an attempt was made to open the clip arms back to 120 degrees instead of loading the clip into the clip introducer. The clip arms would not open initially and then suddenly the clip arms "popped" open. The technician repeated the process while ensuring the blue line on the lock lever was fully exposed (arm positioner was turned a 1/2 turn in the closed direction before turning in the open position as well), and the same thing happened. The decision was made not to use the cds. A new cds was used to successfully complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.